Event description:
It was reported that the patient underwent a successful coil embolization procedure of a left posterior communicating artery aneurysm. Approximately twenty two months post procedure, the patient experienced stroke with one-sided paralysis and aphasia caused by artery to artery thrombosis of the treated area. Argatroban (exact dosage unknown) and edaravone (exact dosage unknown) were administered to treat the stroke. Patency to the vessel was restored. One month later the patient was discharged from the hospital with the symptoms resolved.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, the reported event is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event. The subject device remains implanted.